Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an alarm due to the wake button sticking. Customer reported that the alarm was cleared and the wake button was working as intended. The customer's blood glucose level was 80 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.